Manufacturer narrative:
Evaluation of the returned benchmark revealed that the catheter was kinked underneath the strain relief. If the benchmark is forcefully manipulated at an extreme angle during use, damage such as a kink and subsequent leak may occur. During decontamination bubbles were observed coming from underneath the strain relief at the kinked location. Further evaluation of the returned benchmark revealed additional kinks throughout the catheter shaft and a fracture. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) and posterior communicating artery using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician noticed a bubble in the rotating hemostasis valve (rhv) and found that the proximal portion of the benchmark was bent and was leaking from the location of the bend. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.